Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that right ventricular (rv) loss of capture (loc) was observed and a lead dislodgement was identified. A lead revision was performed were this lead was explanted and a new longer lead was successfully implanted. No additional adverse pt effects were reported. Additional info was received that this lead was used to gain access for a new lead to be implanted. The lead insulation was cut during the explant procedure.